Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep) regarding the previous report of the patient¿s shocking down their legs. It was reported that the patient met with their doctor today and the shocking was occurring with the stimulation off as well, so the doctor had determined that the spinal cord stimulator system did not appear to be related to the shocking sensation. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a mre regarding an implantable neurostimulator (ins). It was reported that the patient stated that even at low levels of intensity they are getting shocks down their right leg and right foot, both when stationary and while moving. The patient claims it has been happening since implant. According to the patient's healthcare provider (hcp) they are hypersensitive and feels shocks in upper body sometimes prior to feeling it in the lower body. The device was interrogated and impedances were checked. There were no signs of high or low resistance. After testing the stimulator the patient reported that they feel shocks at .3 volts but doesn't actually feel tingling until over 1 volt. Further the patient was not aware that the stimulation was turned off for 15 minutes, and reported feeling shocks during that time. The patient's hcp is skeptical and wants to leave the device off for a week then follow-up and re-evaluate and try to re-activate the device. No further complications were reported or anticipated.